Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ¿pump died.¿ no further information was available. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. If further information is provided, a follow up report will be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of an unspecified pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: a review of the pump history showed no activity related to the allegation that the "pump died". The pump was powered on to a blank display. The pump was opened to find no damage to the display screen. A test display was installed and functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.